Manufacturer narrative:
One certain® gold-tite® large hexed screw (ilrghg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using the applicable instructions for use and risk files. Functional testing to recreate the reported event could not be performed due to the nature of the event and devices (unreturned). Pre-existing conditions noted on the per were clenching & bruxism. The devices had been placed on tooth # 9 (unknown notation system) for an unknown amount of time. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed since the lot number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history review by item (ilrghg) was performed over a one-year period and no complaints about nonconforming products were identified. Based on the available information, device malfunction and the reported event could not be verified as the exact details of event/product are unknown/nonverifiable. The following sections have been updated: g7: checked "follow-up". H3: changed "yes" to "no". H10: added manufacturer narrative h3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k072642.

Event description:
It was reported that a 3 unit bridge had a loose screw in tooth # 9. Loose prosthetic, screws became loose. Requesting new screws to replace. Patient will return when new screw arrives, patient is a bruxier and clencher.